Event description:
Very obese elderly patient placed on vascular procedure table in operating room and fell from table to floor, injuring head and shoulder. Table extremely narrow, but the manufacturer claims it is designed to hold a 350lb. Patient. The table is not wide enough to hold a patient of the weight advertised. There are no rails or other safety devices that can be fixed to this table to prevent patient falls; there are plastic arm supports that are held in place by the patient's weight (i.e. The supports are put under patient's upper torso, and that is the only way they are supported), so there is nothing in the design of this table to keep patients from rolling off and onto the floor. This table is shaped like an ironing board and is not much wider than an ironing board, yet is advertised by the manufacturer as though it can safely accomodate a 350 lb. Patient.